Event description:
It was reported to philips that the system gave an alert indicating the free space was low which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, procedure was completed as planned without delay. The field service engineer (fse) checked the device onsite and confirmed that the system had low free space. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found the message "device free space low¿. Fse ran the disk tests, and all passed, checked the image disks of ippc and did not find any bad disk. To resolve the issue fse recreated the image store disk. The defective part was sent for analysis, for wireless footswitch base station no failure was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury; as such, the complaint was reported. Since that time, new information has been received, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it on the same system as planned, as the issue was intermittent. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.